Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid and bupivacaine dose and concentration not reported via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient is in the hospital requesting to have his pump be checked because he thinks it may not be working. Per the healthcare provider the patient went through a series of metal detectors and wands at a courthouse earlier today and was currently in pain. Additional information was received from the healthcare provider on 05-mar-2020 who indicated that they had no further information regarding the event.no further complications were reported or anticipated.